Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Information contained in this report was previously submitted through psr on 28/oct/2013. Device evaluation: visual analysis of the returned device identified: red/black particles, deformation, crease fold and weight to the spec. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant exchange from textured to smooth breast implants due to the patient¿s concern with the product.

Event description:
Patient reported having been treated for a right breast infection and pain. Additionally, healthcare professional reported a right side implant exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.